Manufacturer narrative:
A 2.5 x 15mm durastar balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a side branch occlusion after having a coronary artery stent implanted. The patient's medical history is significant for angina, hypertension and smoking. The indication for the procedure was unstable angina. The target lesion was the mid left anterior descending artery. The lesion was described as de novo and 95% stenosed. The lesion was pre-dilated with at 2.5mm x 15mm durastar balloon at 14 atms, followed by the implant of a 3.5mm x 18mm cypher stent at 12 atms. The stent was post-dilated per standard protocol. After the stent was implanted the second septal artery occluded, no treatment was provided and the patient was pain free. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics and/or patient factors may have contributed to the events. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The patient had a side branch occlusion. The patient was enrolled in (B)(4) study with unstable angina pectoris. The patient had a 95%, de novo, type b1 lesion in the mid left anterior descending artery. The lesion was 18mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.5 x 18mm cypher stent was implanted at 12atm. It was noted that the patient had a second septal artery occlusion during the procedure.